Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The blood glucose was 17 mg/dl at the time of incident. Customer was using the insulin pump system within 48 hours of reported high blood glucose. The auto mode feature was active at time of high blood glucose. No harm requiring medical intervention was reported. Troubleshooting was performed and it was resolved by complete set change. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Per freger, mark ¿ r&d engineer: analyzed the delivery on the night/morning of (B)(6) 2022. At 3:22am pump generated nodeliveryafterestimatezero alarm and delivery was stopped: (B)(6) 2022 03:22:41.000 insulindeliverystopped (30) the last delivery stroke was recorded in diagnostic traces at (B)(6) 2022 03:22:39am the user cleared the alarm: about 5 min later nodeliveryafterestimatezero alarm was generated again and user cleared it: then 5 min later another nodeliveryafterestimatezero alarm was generated and user cleared it at 3:35am. Then the user performed the rewind that was completed at (B)(6) 2022 03:36:13.000. The user did not complete the reservoir setup ¿ and the delivery did not resume. Ngp was warning user for high sg condition by generating the nm_prolong_highsg3_e (836) alert at 05:52:34am and user cleared the alert: same alert was generated several times: 6:57am, 8:02am, 9:07am. The user performed the reservoir setup only at 10:59am and after that the delivery restarted. Conclusion: the delivery was stopped for ~ 7 hours since the user rewound the pump but did not complete the reservoir setup. Ngp behaved as expected. Please see below for the pump errors/alarms noted 1 week prior to the event date 08-sep-2022 in the pump history file. (B)(6) 2022 03:32:35.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus (B)(6) 2022 10:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2022 10:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. No delivery alarm not confirmed. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka (ketoacidosis). Delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in this report. [Health effect - impact code].